Manufacturer narrative:
Insulin pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history check failed alarms. Displayable history check failed alarms due to a corrupted history file. No unexpected test failure alarm noted. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a displayable history check failed alarm and a motor position encoder error alarm. Customer's blood glucose was 286 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.